Event description:
Preliminary evaluation found meter powered on with vertical solid lines appearing on the left side of the screen. The iu observed that the location of the lines on the display could have distorted either the bg result, bolus advice and/or the therapy recommendations. No adverse vent reported. Meter was returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).